Event description:
It was reported that syringe 1ml ll bns was damaged. This occurred on 6 occasions. The following information was provided by the initial reporter: article code: 309648 deviations: deformed syringe / syringe tip ¿ 6 syringes. Missing plunger ¿ 1 syringe. Defect syringes were found during packaging, at the end of each batch. These deviations are very low in number and are already known to the customer and included in their systems and analyses. Therefore they closed these notifications in their system. Customer would like to report the defects for trending. Customer does not expect a closure letter.

Manufacturer narrative:
H6: investigation summary ten loose 1ml luer lock syringes (p/n 309648) were received. The samples were visually evaluated. Seven of the samples exhibited major damage affecting function, were bent in half, and crushed to the point of flattening in multiple areas from the flange down to the tip rendering them unusable. One sample's plunger rod thumbrest was partially snapped off. One sample was missing its plunger rod entirely. One sample had no visible defects. Potential root cause for the damaged barrel defect is associated with the assembly process. Potential root cause for the incorrect assembly defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9127281 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll bns was damaged. This occurred on 6 occasions. The following information was provided by the initial reporter: article code: 309648. Deviations: deformed syringe / syringe tip ¿ 6 syringes. Missing plunger ¿ 1 syringe. Defect syringes were found during packaging, at the end of each batch. These deviations are very low in number and are already known to the customer and included in their systems and analyses. Therefore they closed these notifications in their system. Customer would like to report the defects for trending. Customer does not expect a closure letter.